Event description:
It was reported the brakes were not functioning to specification.

Manufacturer narrative:
Stryker service technician inspected the brake rings and identified the vinyl on the brake rings was worn due to impact damage (i.e. Slamming into walls) which is attributed to customer abuse. The service technician advised the customer the need to order replacement brake rings since the stretcher is out of warranty.